Event description:
Information received regarding the explanted device notes that the patient's rate appeared to be at 31 bpm. The patient had torsade de pointes and the rate needed to be increased. When the device could not be telemetered, the patient was shocked and a temporary pacing lead was placed until a new pulse generator could be placed. Review of the pacing records showed that output had been increased which drained the battery.